Event description:
During a laparoscopic appendectomy, when clamping the appendix with the endopath ets flex 45 stapler, some of the appendix tissue tore. Surgeon had to suture the tissue due to misfire. There was no harm to the patient.